Event description:
The monopolar curved scissors instrument allegedly stopped moving in the middle of the da vinci si hysterectomy procedure. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. These cracks were reported on the initial MDR report.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the alleged complaint. The instrument was placed on an in house da vinci system and driven: recognition and engagement tests passed. The instrument moved intuitively with full range in all directions. The instrument's blades opened and closed properly and successfully passed the cut test. Electrical continuity testing was performed on the instrument and passed. Additional observations not initially reported by the site were damages to the main tube, banana plug, flush tube, and tube extension. A small crack was found near the tube extension at the distal end. The banana plug was bent at the bad of the chassis. The flush tube had 2 kinks near the luer plate inside the instrument's housing. The tube extension also exhibited spots with pad print removal. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.